Event description:
It was reported that the device was "beeping". Patient hears it every day at 9am (programmed time) since implant. Interrogation of the device showed no alerts were triggered. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. There was no evidence in the file that would indicate the patient alerts were toning.